Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified iliac artery. An 8.0 x 20 75cm mustang¿ balloon catheter was advanced for plain old balloon angioplasty. However, during the first inflation at 11 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was competed with a different device. No patient complications were reported and the patient's status was stable.